Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA (B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 127 mg/dl (system 1) and 66 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.